Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve, the balloon on the 26mm commander delivery system burst at the end of valve deployment with +1cc. The vascular surgeon did a cutdown on the right groin to remove the sheath and commander and patched the right iliac. Per report, the sinotubular junction was noted to have calcium noted. Per device image received, a piece of the balloon was separated. Per imaging review of device images received, a possible liner delamination or tear near the distal tip of the 14fr esheath+ was observed. The distal tip split is along the axial score line.

Manufacturer narrative:
D4: (B)(4). Investigation is still ongoing.